Event description:
Initial info received on (B)(6) 2012, with additional info received on (B)(6) 2012. The dentist reported that a (B)(6) female pt had been treated with a benco 30g short needle for dental injection on (B)(6) 2012. During injection, the needle came off from the hub (no sign of needle breaking, it just came off) and was not able to be removed by hemostats. The pt had to be seen by an oral surgeon to have the needle removed. At the time of this report, the pt's outcome was unk, but the needle was successfully removed on (B)(6) 2012, under general sedation.